Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)-no consequences or impact to patient. (B)(4)-device stops intermittently. (B)(4). This complaint is related to emdr #1828100-2016-00168 (same user facility and reported issue, different unit). Certificate of medical necessity (cmn) not on file. The field service representative (fsr) cannot perform service on the equipment.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the tubing was getting kinked in the roller pump and the pump stopped. The device was not changed out, as the roller pump was able to be re-started and the case was completed successfully. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the supply chain (sc) associate, the case occurred on (B)(6) 2016. According to the sc associate, the pump stopped due to tubing kinking and was not related to a pump malfunction. This type of event can be caused by overocclusion of the roller pump or tubing twisted in the pump and this can lead to a "pump jam" event. According to the sc associate, the tubing issue was caused by user error. The pump was able to be re-started and the case was completed successfully. The roller pump was tested by the hospital biomedical team, after the procedure and no functional issue could be found. There was no delay in the procedure and no associated blood loss. There was no harm observed.